Event description:
It was reported through an internal study that the patient on (B)(6) 2022 experienced post-operative complication after revision surgery. There was persistent medial scapular and deep shoulder pain. Emg findings preop indicated chronic c5 radiculopathy and denervation of infraspinatus muscle. The patient is taking over the counter pain medication.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.